Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced an adverse event. Date of issue is an approximation. The patient¿s mother stated the patient inserted the sensor into their arm on (B)(6) 2019. On the morning of (B)(6) 2019 at about 5:00 am, the patient's mother stated she was not getting readings on her phone (she is a follower) and found that the patient's sensor had failed on the night of (B)(6) 2019. She had the patient check his finger stick; however, she did not provide the values from the blood glucose meter. She stated she had the patient take a shot of insulin before leaving to the hospital. When they got to the hospital at 6:00 am they checked his blood sugar and it was reading 491 mg/dl. At the time of contact, the patient was still in the hospital being checked for possible diabetic ketoacidosis. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.